Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received from the representative indicating that this rv lead was fractured.